Event description:
It was reported that the patient faced three infusion sets not sticking event on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-44669 / initial 3 of 3. E1: name: tandem street:11045 roselle street city: san diego state: ca zip code:92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.